Event description:
It was reported that the patient had symptoms of dizziness due to intermittent loss of capture in the right ventricle caused by crosstalk with the right atrium. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no further adverse consequences.